Manufacturer narrative:
The reported event of helix extension and retraction issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported events was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Event description:
During an implant procedure, there were helix extension issues noted on the right ventricular (rv) lead. The patient was stable.